Manufacturer narrative:
Investigation results: the complaint that the needle did not fully retract was confirmed; however, the root cause could not be determined from the photographs that were provided for investigation. The photo showed a needle from an insyte autoguard that was partially retracted. The needle hub was positioned within the grip, but without the physical sample, the root cause of the partial needle retraction could not be identified. The sample exhibited evidence of use. As the photographs support the complainant¿s description of the reported event, the complaint was confirmed. A review of the inspection records and quality/manufacturing controls for the implicated lot indicated no issues with the manufacturing process. The complaint has been documented and will continue to be monitored as part of ongoing efforts to identify potential manufacturing related issues. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately.

Event description:
No additional information.

Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
It was reported that bd insyte autog bc needle did not retract. The following information was provided by the initial reporter: needle did not safety. Describe patient /(hcp) / user impact none that I was informed of.